Manufacturer narrative:
The alarm history shows abnormal aspiration alarms throughout the day of the event. This can be an indication of poor sample quality. A field service engineer (fse) performed checks and precision checks and found no issues. The original sample was no longer available and was not ran again. The customer indicated there are most likely sample handling issues. A clear root cause was not identified.

Manufacturer narrative:
The tsh reagent lot number is 00768261 and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable tsh (thyroid) result from the cobas e 601 module. The initial result was 5.2 miu/ml, and the repeat result from an abbott analyzer was 3.33 miu/ml. Neither result is deemed to be correct. The questionable results were repeated after a physician questioned the results.